Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported experiencing erratic blood glucose readings of 50-400 mg/dl for 8 days. The patient's husband stated that insulin drips from the infusion tubing during priming. The patient has changed the infusion site several times and her blood glucose continues to be erratic. Her blood glucose decreases if she injects insulin via syringe. At the time of the call the patient's blood glucose measured 412 mg/dl and she bolused 6 units of insulin. After 48 minutes her blood glucose had lowered to 344 mg/dl. The patient changes her infusion site every 3 days, however, she has been changing the infusion site as often as twice per day. She uses her abdomen as an infusion site, but does not follow a site rotation schedule. She does not have scar tissue. The time and basal rates are correct on the infusion device. The patient was advised to use a different type of infusion set with an infusion set insertion device and to change infusion site locations. Upon follow up on five days later, the patient stated that she began use of the different infusion sets and the insertion device and her blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.